Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor readings were inaccurate. Customer was following calibration protocol. He stated that the readings were off by up to 100 points and felt that it was a site issue. He reported receiving calibration error alerts, which led to a change sensor alert. He reported that many times, the sensor cannula has been bent. Nothing further was reported.